Manufacturer narrative:
(B)(4). Product testing on the returned meter confirmed a display issue. Damaged display may occur when the meter is dropped resulting in pad failures that cause specific areas of the meter's lcd screen to be unreadable. This issue is associated with field correction 2954323-08/17/2007-002-c which was reported to (B)(4) on 20 aug 2007. Customers and retailers have been informed of the issue via letter.

Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. Upon product investigation, it was discovered that the meter exhibited a display issue. There was no report of death, serious injury or mistreatment associated with this event.